Event description:
It was reported that the customer was experiencing high blood glucose/ customer's blood glucose was in the range of 380-400 mg/dl. The customer was assisted with programming his meter ID into the insulin pump. Customer stated that the meter was not transmitting into the insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.